Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient was subsequently diagnosed and hospitalized with cardiac issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the insulin pump therapy was resumed during the hospitalization.the pt was subsequently diagnosed and hospitalized with cardiac issues. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.